Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that valve vl345 was not working and had burn marks on the casing. The fse replaced valve vl345, which resolved the issue. The repairs were verified by the fse. (B)(6).

Event description:
While troubleshooting a damaged waste sensor of the unicel dxh 800 coulter cellular analysis system the field service engineer (fse) found that solenoid valve vl345 was not working and had burn marks on the casing. There was no report of any fire, smoke, smell or any other hazard in relation to this event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.